Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Corrected information received stating this record is for the right eye instead of the left eye which was originally reported.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received from the consumer stating "the streaking glare from lights is in both eyes and has remained constant. The "flickering" became quite intense after the left eye was operated on in (B)(6) 2017. Post op on the left eye, I had negative dysphotopsia. This has subsided and gone away."

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer reported that he is having glare, streaks and flickering in both eyes his ever since he had cataract surgery with an intraocular lens implant (iol) over 6 months ago. This report is for his left eye. The consumer states the flickering and glare varies through out the day. If he sits still in low lighting then it stops. Every light that comes at him is like a freeze frame of a fireworks display. Each of his eyes see diagonal streaks of light extending from the light source. The consumer states that driving is very bothersome. The consumer states he still can't enjoy looking at the moon due to the streaks. This is one of two reports for this consumer. Additional information has been requested.